Event description:
On 03/29/2010, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt had nasal surgery to remove a growth in her sinus cavity and her nasal membrane had been punctured. The pt had complained of nasal drainage and it had not been recognized that the drainage was csf. As a result, the pt contracted bacterial meningitis. On (B) (6) 2007, the pt was found in her home unresponsive and was taken to the hospital where she was in a coma from (B) (6) 2007 to (B) (6) 2007. On or about (B) (6) 2007, during hospitalization for bacterial meningitis, a heparin protocol was begun. On (B) (6) 2007, the pt suffered a stroke and seizures. The pt had to undergo surgery for blood clots that developed on her brain and surgery where her brain had fallen into her sinus cavity. During her hospitalization, the pt was found to have positive heparin-dependant antibodies. Upon info and belief, on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.